Event description:
Follow up information reported that the cause of the event was unknown. It was also reported that the issue was resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient stated "group b" on their implantable neurostimulator (ins) was "missing." It was stated when the ins was interrogated it was found it had been reset to factory settings. The patient's ins was reprogrammed to their previous groups and programs. It was noted there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Concomitant products: product ID 3888q33, lot# va07lh8, implanted: (B)(6) 2013: product type lead; product ID 3888q33, lot# va07lh8, implanted: (B)(6) 2013: product type lead; product ID 3888q45, lot# va07lh4, implanted: (B)(6) 2013: product type lead; product ID 3888q45, lot# va07lh4, implanted: (B)(6) 2013: product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013: product type extension. (B)(4).

Event description:
Additional information received reported that the issue resolved without sequelae on 2013 (B)(6).

Event description:
Additional information reported that the device shut off but it was unknown when this happened. Additional information reported when the device was interrogated it was noted that all of the device settings had been cleared. The device was programmed to the proper settings and the patient left with the device programmed on. Additional information reported the second incident occurred three weeks prior. The device was initially interrogated per protocol and all device settings were correct. Upon initiating the second interrogation for final report, the representative noted that all of the settings had been reset. The device was reprogrammed to achieve pain relief for the patient.